Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of foreign matter were available for examination, we were unable to fully investigate this incident. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.

Event description:
It was reported that hair-like foreign matter was found in the front of the venous indwelling needle of the bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: "1. Specific operation and use: the patient needs to undergo an MRI examination, and a venous channel must be established before the examination. Before the nurse in the department uses the intravenous indwelling needle for the patient, foreign objects are found during the light inspection. 2. Adverse events: indwelling needle contamination, hair-like foreign matter in front of the venous indwelling needle. 3. The impact on the victim: it was discovered in time that it was not used in the patient's body and did not cause adverse effects 4. The treatment measures taken and the results: immediately replace the indwelling needle with a new one to check whether there is any foreign matter in the product, and re-use it on the new patient to complete the operation."

Event description:
It was reported that hair-like foreign matter was found in the front of the venous indwelling needle of the bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: "1. Specific operation and use: the patient needs to undergo an MRI examination, and a venous channel must be established before the examination. Before the nurse in the department uses the intravenous indwelling needle for the patient, foreign objects are found during the light inspection. 2. Adverse events: indwelling needle contamination, hair-like foreign matter in front of the venous indwelling needle. 3. The impact on the victim: it was discovered in time that it was not used in the patient's body and did not cause adverse effects 4. The treatment measures taken and the results: immediately replace the indwelling needle with a new one to check whether there is any foreign matter in the product, and re-use it on the new patient to complete the operation."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.